Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder surgery the device broke. The broken pieces were retrieved out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. (B)(6) 2023 update further information were provided that the suture tore inside the patient and was retrieved.

Manufacturer narrative:
Complaint is confirmed. Upon evaluation, it was noted that one side of the splice/loop assembly was torn, and one of the ends of the suture assembly was cut. The most likely cause of this condition is excessive force/friction during use or insertion. The cause remains error use.